Manufacturer narrative:
The reported events were helix mechanism issue and ¿gradual increase in rv threshold.¿ as received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was retracted and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported event of ¿gradual increase in rv threshold¿ was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with high capture thresholds noted on the patient's right ventricular lead. During the procedure to address the malfunction, the lead helix was unable to extend after retraction. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout the procedure.